Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3006946279-2023-00048, 0002648920-2023-00141. D10: cat #: p0463046 / avantage cemented cup s46 / lot #: 0001655736. G2: austria. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was implanted with unknown products on an unknown date. Approximately 16 years post implantation, the patient experienced a revision for a periprosthetic acetabular fracture with loosening of the cup. The stem was retained, the acetabular components were revised without complication along with a plate and screws to stabilize the fracture. Then it was later reported a patient underwent a right hip revision approximately three months¿ post implantation due to loosening of the cup and disassociation of the head and mobility components. A smaller cup was cemented into place with a head and liner. The initial stem remained implanted. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 1. Right total hip arthroplasty with fractured medial wall of the acetabulum and associated cement in this region. Follow-up image demonstrates protrusion of the acetabular cup medially along with loosening of the cup and rotation. There is evidence of polyethylene liner wear or fracture causing asymmetric positioning of the femoral head within the acetabular cup. 2. Possible incomplete evaluation of a right superior pubic ramus fracture on the prior to revision image. This complaint is confirmed based on the provided medical records. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified liner inner and outer spherical surfaces show nicks and gouges from use. Outer spherical surface also shows deformation on one area near the rim (see liner outer spherical surface damage). Rim shows deformation, gouges, and wear from use. No other damage was noted. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.